Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 209 mg/dl, and the meter bg reading was 374 mg/dl. Customer tested bg level with multiple bg meters and bg levels displayed fluctuated (180-408 mg/dl) over a short time period. Subsequently, the customer was hospitalized due to the reported inaccuracies and with a bg level of 54 mg/dl to over 200 mg/dl. Customer was treated with manual insulin injections. At the time of the report with tandem technical support the customer was still admitted to the hospital and was ¿more stable and felt better¿. Customer was scheduled to be released from the hospital the following day. Multiple attempts were made to follow up with the customer; however, a response was not received.